Event description:
It was reported that a revision was needed to replace a creo mis locking head that was found loose post operatively. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. One of the locking caps showed minimal wear on the bottom of the cap on one side and the top of the threads. Because the wear was seen only on one edge, it possible that the cap wasn't completely normal to the rod. The other had no visible wear. When creo mis locking caps are final tightened, it is typical to see an hour-glass wear pattern on the bottom. This pattern was not present on the returned caps. It is not known which locking cap was placed in l5 and migrated. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.